Event description:
It has been reported to philips that the allura xper fd20 system had problems with the kt bay in which live imaging was lost intermittently during procedure. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the incident occurred during a planned non-emergency coronary procedure. The procedure was completed as planned using the live imaging feedback on the flexvision monitor, which was functioning normally. A philips service engineer inspected the system on-site and confirmed that the overhead monitor, which was used for hemodynamics, was working intermittently. The engineer replaced the wall connection box and the video splitter. In addition, the external 5v power supply for signal amplification was adjusted appropriately. The system was returned to use in good working order. As the log files were not available for analysis, the root cause could not be confirmed. Based on the information available, the video splitter is the most probable cause of the reported problem. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. While a non-live image is a useful adjunctive element, it is not considered to be a critical input into how the procedure is executed by the physician. If the non-live image is suddenly lost or becomes unavailable, it is expected that the physician will continue to proceed using live fluoroscopy imaging. A lost non-live image would be considered more of an inconvenience to the physician, but the image loss would not compromise the integrity of the device¿s imaging capabilities nor affect the ability of the physician to complete the procedure. Therefore philips concludes that loss of non-live image is not likely to result in a hazardous situation that could cause or contribute to a serious injury or death to patient or user and is therefore not reportable. Given these considerations, this scenario is not likely to cause/contribute to serious injury or death should it recur. Codes were updated based on the investigation outcome. Evaluation method code was corrected.